Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. No motor error or reservoir alarm noted. The motor was tested outside of the device and passed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm during troubleshooting. . Customer reports they were able to clear the alarm and were able to rewind the pump. The customer performed a self-test and displacement test, which both passed. The pump then alerted a no reservoir alarm followed by two motor error alarms. The customer declined troubleshooting for their high blood glucose. The customer reported that the inaccurate sensor readings. The customer¿s blood glucose was 240 mg/dl and sensor glucose was 146 mg/dl at the time of the event, the difference is outside the acceptable range. Threshold suspend was not triggered. It is unknown if auto mode status was on at the time of the incident. No harm requiring medical intervention was reported. The pump will be returned for analysis.